Event description:
Information received from the field does not address the patient's clinical status but notes loss of atrial sensing. Since the atrial sensitivity was already at the maximum setting, the device was programmed to unipolar sensing which resolved the problem.